Event description:
It was reported that during the procedure in a pre-dilated heavily calcified, heavily tortuous, totally occluded circumflex coronary artery, a xience prime 2.5x28mm stent delivery system met resistance when crossing the very tight lesion and slight force was applied. The stent was implanted and a proximal dissection occurred. A new xience prime 2.5x18mm stent was implanted to cover the dissection when another dissection occurred mid vessel. A xience prime 2.5x15mm stent was then implanted to successfully treat the dissection. There was no clinically significant delay in the procedure and no additional patient sequelae was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical devices: guide wire: bmw universal. The other xience prime 2.5x18mm device is being filed under a separate medwatch MFR number. (B)(4): patient selection, against resistance. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Dissections are known adverse events as listed in the xience prime instructions for use (IFU). Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU states: implanting a stent may lead to dissection of the vessel distal and / or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (coronary artery bypass graft, further dilatation, placement of additional stents, or other). It was reported that the stent delivery system (sds) met with resistance during advancement in the totally occluded lesion. The IFU states: the xience prime, xience prime sv, and xience prime ll everolimus eluting coronary stent systems are indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo native coronary artery lesions. The IFU also states that should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Based on the information reviewed, there is no indication of a product deficiency.